Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate result of "300mg/dl" on the subject meter as compared to another meter's result of "200mg/dl" (ultramini). The two tests were performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.